Manufacturer narrative:
On 04/19/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 05/03/2016 a medtronic representative, following-up at the site, reported the tracking issue was originally reported as an issue with the imaging system, however, was actually a problem with the camera not seeing the reference frame. The issue was determined to be a user error and the navigation system has been tested and shown to be fully functional. On 05/09/2016 software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated.

Event description:
A site nurse, surgical coordinator, reported that, while in a spine procedure, they were unable to track their imaging system with their navigation system. When attempting to navigate with the imaging system, they were unable to see the imaging system tracker when using the navigation system. The surgeon opted to discontinue the use of navigation and continued the procedure, to completion, using a c-arm. Delay in therapy was less than one hour. There was no impact on patient outcome.